Event description:
It was reported that pump battery was not charging and no additional details were provided about circumstances of event. There was no reported impact to customer¿s blood glucose level. No corrective actions, troubleshooting steps, or outcomes were reported, and no device return or replacement was documented.